Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified a device inside of the plastic container, I can¿t observe if a device its intact or no, also next to plastic container have biological tissue. Device labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side rupture. Additional report of capsular contracture, baker grade I. The device has been explanted.